Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 490mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 490mg/dl at the time of the call. Customer declined to troubleshoot. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. No further assistance was necessary.